Event description:
The user facility reported to terumo cardiovascular systems that during setup and with no patient involvement, the connecting ring was not attached correctly to the oxygenator. The product was changed out. The surgery was successful. Delay of a couple minutes.

Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).